Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, during an attempted rinsing on (B)(6) 2012, the high pressure alarm sounded. It was noted the j-tube was folded. The physician removed the kink however, it did not resolve the difficulty with rinsing. A new endovive two-port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2012. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of kinking in the j-tube. (B)(4) for the reported event of difficultly to rinse the tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.